Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the user interface pcb and programmed system controller pcb assemblies. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not complete its boot cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the user interface pcb and programmed system controller pcb assemblies. No discrepancies were observed for the user interface pcb assembly. Physio-control determined that the cause of the reported issue was due to a filter, designator fl3 on the system controller pcb assembly had broken and was open. This filter, designator fl3 being open, caused the device to lock up during boot-up.